Manufacturer narrative:
This MDR is being reported as an individual event type for serious injury. Multiple attempts were made to contact the corresponding author for additional information, including relevant lot numbers. To date, no additional information has been obtained. The device was not returned for evaluation and the lot number remains unknown; therefore, internal investigation into the event could not be performed. Based on the reported information, a relationship between the event and strattice cannot be determined. If additional information is reported, a follow up adverse event report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
During a literature review, an article titled "evaluating the impact of technique and mesh type in complicated ventral hernia repair: a prospective randomized multicenter controlled trial" was identified which reported a prospective randomized multicenter controlled trial of 120 patients at 3 sites for overlay or underlay mesh placement with a non-allergan human adm (hadm) versus strattice porcine adm (padm). Thirty-one patients received strattice in an overlay and 31 received strattice as an underlay. Of the 62 patients total implanted with strattice as either overlay or underlay, complications were reported for recurrence (7), wound dehiscence (7), seroma (11), hematoma (3), enterocutaneous fistula (1), laxity - mild, moderate, severe (19), infection including surgical site infection (27).